Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. It was noted that there was intermittent capture on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.